Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber was received at fisher & paykel healthcare (f&p) in (B)(6) but the evaluation has not yet begun. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber had a cracked chamber dome after 30 days of use. There was no patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the returned complaint (B)(4) chamber revealed a long vertical crack line on the bottom of the dome. Conclusion: based on our investigations, the crack is most likely due to mechanical stress however the stress source is unknown. It should be noted that the crack was discovered after 30 days of use. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Do not use beyong 14 days maximum duration of use".

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber had a cracked chamber dome after 30 days of use. There was no patient consequences.